Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed the operating currents test and displacement test. We were unable to perform the self-test, unexpected restart error test, occlusion, prime and no delivery tests due to prime alarm. The insulin pump had cracked case at display window corner, battery tube threads, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he may have punched way too much insulin into his body. The customer stated that while priming a new infusion set that was connected to his body, he received a compromised force sensor system alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to not connect the pump while priming. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.